Event description:
It was reported that a participant experienced hypoglycemia, including an event where glucose was too low for the cgm to register and a separate nocturnal low referenced in a prior case, with self-treatment using oral glucose candy and return to range after approximately 30 minutes. Symptoms included sweating, shakiness, and muscle weakness. Outcomes included temporary impairment requiring self-treatment without hospitalization. Investigation included review of device data and user interview, with education and troubleshooting completed. Investigation of this case revealed no confirmed device malfunction and an unclear precipitating cause, with device function not contradicted by available reports. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.